Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in the survey and complains that the guard is too light weight and flimsy. One size fits all does not work well. The material is not thick enough to get a good form and it separated from the base. Very loose fitting. Would prefer a refund.